Event description:
It was reported that a patient presented via remote transmission with automatic mode switch (ams) episodes on their pacemaker. Review of the transmission showed that far-r oversensing resulted in inappropriate ams. Additionally, p-wave amplitude variation was noted. Programming changes were made to restore normal parameters. Patient was asymptomatic and stable.